Event description:
It was reported to boston scientific corp in 2009, that a resolution clip device was used during an upper gastrointestinal bleed procedure. According to the complainant, the clip was pushed down the operating channel of the scope. When the sheath was pulled back to expose the clip, there was no clip. Additional info revealed that the physician did not verify presence of the clip before inserting into the scope. The device was removed from the scope. The procedure was completed with another resolution clip device without any issues. There has been no report of complications or injury as a result of this event. The pt's condition was reported as "pt is fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The cause of the reported malfunction is undetermined.